Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 287, 250 to 290 and then 313 mg/dl. The pod was deactivated it was noticed that the cannula was bent. The pod was worn between 24 and 36 hours on the leg. Hyperglycemia treated by patient with a manual injection with an insulin pen.

Manufacturer narrative:
The returned product was evaluated and the exposed portion of the soft cannula was found to be bent and kinked. During the investigation, liquid was observed to successfully flow through the fluid path and exit the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It could not be determined how or when the cannula was damaged. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The hazard alarm indicated a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error. A root cause could not be determined.